Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system cubie was not opening. A technical support specialist (tss) confirmed from the customer that the cubie was not opening and there was no sound indicating an attempt to open. Tss advised customer to lightly tap the latch area and then press retry. It was also suspected that the cubie was overfilled, so the customer was instructed to press down on the lid and press retry again. The cubie opened successfully, resolving the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cubie could not be opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.